Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing a dry mouth and a sore throat while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A correction to b5 was made and should be: the manufacturer received information alleging dry mouth, sore throat, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, customer responded that I threw it away. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed. Section h6 corrected and updated in this report.